Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The device was unable to perform the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was unable to verify the failed battery test alarm due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window.

Event description:
Customer's father reported via phone call keypad anomaly and failed battery test. Customer's blood glucose reading was over 300 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised all buttons were unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Troubleshooting for failed battery test was performed. Customer was unable to complete the process as a result of keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.